Manufacturer narrative:
Lifescan has requested return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging the one touch ultra2 meter is giving either an error 1 or 2 (patient could not distinguish between the two due to issues with his vision). The complaint is being classified according to the documentation of the customer care advocate (cca). The reported issue started on four days earlier. The patient did not take any action in regards to diabetes treatment after the issue began. The patient alleged that after the meter was not working, he did not feel well and passed out. He was treated by emergency services with IV glucose and tested at 220 mg/dl on the emt meter. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported, because the patient alleged the meter prompted an error message and later the patient was treated with IV glucose by emergency services. Replacement products were sent to the patient.